Event description:
Daily nausea and vomiting with an unnecessary gallbladder removal, daily pains in my pelvic and lower back so bad I can't get out of bed most days. Migraines, fatigue, suicidal thoughts and behaviors, stomach inflammation, joint pain, ongoing heart problems. (B)(4).